Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Adc received a complaint via email in which the customer reported receiving an unspecified low scan on the sensor. Due the reported issue, the customer required third party medical treatment however, details of the treatment was not provided. During following, the customer disconnected the call therefore, no additional information was obtained. The customer was administered serum and other unknown medicines for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.